Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a stingray lp balloon catheter. The device was microscopically and visually examined. Inspection showed multiple shaft kinks at 4cm, 7cm, 8.2cm from the tip of the device. There was contrast and blood in the inflation lumen and balloon. Blood was present in the guidewire lumen. The balloon was still partially inflated. The device was soaked for a period of time to loosen the contrast and blood build up. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. At 7cm from the tip where the shaft kink was located, there was a hole present in the guidewire lumen. Product analysis confirm the reported kink as there were kinks to the device. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02jul2021. It was reported that the device was kinked. The 100% stenosed target lesion was 30mm in length moderately tortuous and seriously calcified in the left anterior descending artery.. A stingray lp balloon catheter was selected for use. During the procedure, the balloon was kinked and the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a hole present in the guidewire lumen.